Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Thrombus was found during the evaluation of the returned device. The pump was returned assembled with the driveline cut approximately 3 inches from the pump housing and the distal portion of the driveline was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow), the outflow graft, and the outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Analysis of the outflow elbow revealed no evidence of adhered depositions or thrombus formations. Examination of the pump upon disassembly revealed depositions adjacent to the bearing ball within the proximal side of the outlet stator. Their lack of laminated layering indicates that these depositions did not initially form in the outlet stator. However, the contact marks observed at the distal end of the rotor suggest that the depositions were present while the pump was supporting the patient. Although a root cause for the development of these depositions could not conclusively be determined, they could have contributed to the patient¿s elevation in lactate dehydrogenase. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from this testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of device history records showed no deviations from manufacturing or qa specifications. The instructions for use lists thrombus as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
Additional information: subsequent to the initial and follow-up medwatch MFR report #2916596-2014-02230 submissions, the following information was received. This information had not previously been reported to the manufacturer. Starting in (B)(6) 2014, the patient experienced multiple lvad infections, including infections with (B)(6), (B)(6), vancomycin intermediate staphylococcus aureus and staphylococcus epidermidis. The patient was treated with multiple antibiotics; however, after desensitization they failed as suppressive therapy. As previously reported, the patient underwent a pump exchange for pump thrombosis on (B)(6) 2014. No mention of the infections being noted during the pump exchange were received and no evidence b)(4). Although the reported chronic infection began with the heartmate ii lvad (B)(4) reported in this series of medwatch reports, the new information was provided by the customer for the replacement device (B)(4). The new information is included with the remainder of the additional information in medwatch MFR report # 2916596-2015-02432.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was admitted into the hospital on (B)(6) 2014 due to an increase in heart failure and cardiogenic shock. The patient lactate dehydrogenase (ldh) was 1079 u/l, lactic acid was 8.2 meq/l, troponin was 0.09 mcg/l, brain natriuretic protein (bnp) was 3179 pg/ml, and there was 1+ blood in the urine. The patient was started on dobutamine and a diuretic drip. The patient was not able to be weaning from inotrope support. A ramp study was performed and pump dysfunction was noted. On (B)(6) 2014, the patient's ldh was 1710 u/l and a decision was made to exchange the patient's pump that same day. The patient ris reportedly doing well.